Event description:
Revision surgery occurred for pt with a unicondylar knee implant.

Manufacturer narrative:
Revision surgery occurred for pt with a unicondylar knee implant. Review of the device history record indicates that the device was manufactured to specification. Eval summary: the femoral implant shows no sign of damage or wear. The tibial insert shows some wear on the articular suface. The wear pattern shows articular path and contact patch is normal and well centered. The tibial tray superior side shows no damage or wear. The inferior grit blasted side shows burnishing. The gritty surface for fixations has been smoothed out by possible tray movement. There are no signs of residual cement. This could be a contributing cause for revision. Inspection records indicate all processing steps were completed. Implants met all surface finish requirements.